Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: none. Non-biosense webster devices that were also used in this study: sl0 sheath (st. Jude). Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-02638, 2029046-2019-02639 are related to the same incident. (B)(4).

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 1 patients underwent catheter ablation of atrial fibrillation and suffered cardiac tamponade. Surgical intervention was required. No further details were provided. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is smarttouch thermocool sf. Other biosense webster devices that were also used in this study: none. Non-biosense webster devices that were also used in this study: none. Publication details:title: safety and efficiency of porous-tip contact-force catheter for drug-refractory symptomatic paroxysmal atrial fibrillation ablation: results from the smart sf trial. Objective: the study examined the periprocedural safety, acute effectiveness, and procedural efficiency of the smarttouch sf catheter for drug-refractory symptomatic paroxysmal atrial fibrillation (paf) ablation. Methods: 159 patients underwent radiofrequency ablation between 30 march 2015, and 3 november 2015.